Manufacturer narrative:
The device was requested but not returned to manufacturer.

Event description:
The doctor reported that the abutment screw will not remain seated within implant, it keeps loosening.

Manufacturer narrative:
One gold-tite hexed screw was returned for inspection on aug 7, 2017. The device shows signs of wear about the body, and the drive feature has tissue attachment within. Investigation revealed that the screw¿s drive feature was stripped. The drive feature is stripped and will no longer function. Complaint was confirm related with mechanical problem but alleged event is non-verifiable with the information provided. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
The certain® gold-tite® hexed screw was request but not returned to the manufacturer. The lot number was not provided/known, therefore the DHR could not be reviewed. Documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. A definitive root cause for the reported event could not be determined, as no device was returned for inspection. Complaint is therefore non-verifiable.